Event description:
It was observed that during the device evaluation, the acoustic lens of the gastrovideoscope was peeling and there was a gap between the acoustic lens and the ultrasound probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the acoustic lens of the gastrovideoscope was peeling and there was a gap between the acoustic lens and the ultrasound probe. A root cause could not be identified. Based on the results of the investigation, the probable root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.